Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable for non-malignant pain. It was reported the patient knew their was a problem with their pump and they could not find any help. No further information was provided. No further complications were reported or anticipated.